Event description:
The reporter tested and got a result of 95mg/dl. Reporter retested within five minutes and got a result of 134 mg/dl. She took insulin and testes fifteen minutes later obtaining a result of 152 mg/dl. After the 152 mg/dl result, the reporter tested again with results of 161 mg/dl. She did not compare the comfirmation dot on the strip to the color chart. Reporter stated that she had never cleaned her meter, and that her control solution had expired. No symptoms were reported.